Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 7.7 cm diameter abdominal aortic aneurysm approximately one month ago. Vessel tortuosity and calcification were reported as moderate. The main device was inserted through the right access site. Upon deployment, the ipsilateral limb and the contra limb reversed so that the contra lateral limb was on the right hand side. The vascular fellow proceeded to push the delivery system forward to recapture the top cap and when doing so, the spindle became lodged in an apex of supra-renal stent. The fellow then attempted to manipulate the delivery system to disengage the apex from the spindle, but was unsuccessful. The fellow tried pushing proximally and distally but was still unsuccessful. Next they decided to cannulate the contra-lateral limb to place a reliant balloon adjacent to spindle to try to dislodge it. It was not possible to cannulate the contra-lateral limb. Additional attempts were made to cannulate the contra-lateral limb unsuccessfully with catheters. Contrast run revealed the stent graft had moved proximally covering both renal arteries with limited profusion to renal arteries. Attempts to pull the stent graft down were unsuccessful. It was then decided to disassemble thee ipsilateral delivery system to try to dislodge the apex of the stent from spindle. This was successful. The delivery system was successfully retrieved from patient. A snare was used to gain access up and over the flow divider, then inserting a long sheath so that this could be pulled from both side of the femoral access point to pull the graft distally. Successful graft repositioning just below lowest right renal. Proceeded to place contra-lateral limb and extension, and ipsilateral extension successfully. Post implant balloon moulding successful; however, unable to do final dsa contrast run as the image intensifier overheated and was not working. Hand syringe contrast injection was performed to ensure the renals and internal iliac arteries were patent. Duplex ultrasound was performed and revealed the contralateral limb deployed outside of contra-lateral gate. Unable to complete final angiography run immediately after initial implant as imaging equipment overheated and was unable to be used. Cut down on the left side was performed and right side access was via the brachial artery. The existing contra-lateral limb was accessed and a snare was placed at the top of the limb. A catheter was inserted via the right brachial artery which enabled capture of a wire with the snare. The physician then placed tension and managed to realign the proximal end of the contra-lateral limb and distal end of the gate by using a balloon to move the limb distally and then thread this through the gate, confirming that the balloon was within the contra-lateral gate. A bridging extension limb was then placed overlapping to the flow divider and distally in the original limb. An angio run revealed a type 1 endoleak and a strut kink was evident within the contralateral gate. The reliant balloon was used to release the concertina that had formed within the body of the ipsilateral graft resolving the type I endoleak. The balloon was also used to attempt to reduce the kink but unsuccessful. Another manufacturer's balloon was used to reduce the kinking effect of strut successfully. Final angio runs confirm adequate flow to both limbs and adequate flow lumen within the contra-lateral gate. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft misplacement), patient's condition affected effectiveness of device (moderate vessel tortuousity and calcification). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (moderate vessel tortuousity and calcification).